Event description:
It was reported that the instrument appeared broken and destroyed two implants. The pedicle screw were being placed when the driver and screws fractured. A spare instrument/implant was available and functioned properly. The surgery time was extended more than 10 minutes due to the alleged incident. Add'l anesthesia was not administered due to the alleged incident. Surgery was completed. Add'l info has been requested.

Manufacturer narrative:
The following products were also involved in this surgery - product ID: 18-12-6535 (polyaxial screw-solid 6.5x35mm) x2. To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.